Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after engaging another company's guide wire, the flexi-cut was delivered and performed four-five cuttings. Then ivus was performed and the flexi-cut was re-engaged for another cutting, but the balloon ruptured at 3 atm during the inflation. Another flexi-cut was used to complete the procedure. No add'l event or pt info is available.